Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, a hole was observed in the device packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was due to the device being packaged with too much force. To correct the condition, the packing system was upgraded and the orientation of the device within the package was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a buretrol IV solution administration set was damaged. There was no patient involvement. No additional information is available.